Event description:
Literature was reviewed regarding comparative analysis of optical coherence tomography angiography findings before and after flow di verting stent treatment covering the ophthalmic artery origin in the management of paraclinoid aneurysms the time frame of this study was july 2021 to july 2024. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used. There were 38 patients were treated with flow diverters in the study. Pipeline vantage was used in 25 procedures, and pipeline flex was used in 12. Navien 6f, phenom 21, phenom 27, rebar 27, and echelon 10 catheters were used in some of the procedures, though none of the reported adverse events were said to be procedure related. No deaths were reported in the study population. Among patient adverse events included: ¿ ophthalmic artery occlusion in 13.2% of patients. ¿ decreased ophthalmic artery caliber/narrowing of the artery occurred in 15.8% of patients. ¿ neo intimal in-stent hyperplasia occurred in 26.3% of cases (10/38 patients). ¿ transient blurring of vision in one patient, resolved spontaneously without additional treatment. ¿ reduction in superficial and deep retinal capillary plexus density in treated eyes as measured by optical coherence tomography angiography (octa). ¿ one patient had a raymond & roy aneurysm occlusion of class 3. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ped3 (unknown); implant date n/a; explant date n/a; citation: cingoz, m., guzelbey, t., karapapak, m., dablan, a., simsek, e., erdim, c., arslan, m. F., turksayar, o., mutlu, I. N., cingoz, e.,& kilickesmez, o.. Comparative analysis of optical coherence tomography angiography findings before and after flow-diverting stent treatment covering the ophthalmic artery origin in the management of paraclinoid aneu.... Neuroradiology 1-13 2025. D oi:10.1007/s00234-025-03652-8. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.